Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two weeks after implant, this right ventricular (rv) lead exhibited high pacing thresholds which resulted in loss of capture. A micro dislodgement was suspected. No asystole was observed, but the rv lead was explanted and replaced. No additional adverse patient effects were reported.